Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8337180) was just delivered into y connector. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The unspecified microcatheter was not replaced. There was no patient injury reported. Additional event information received on 25-apr-2024 indicated that there was no excessive force applied to the device. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was resistance felt with the mc. There were no procedural delays due to the event. Additional event information received on 30-apr-2024 reported that the microcatheter used was a prowler select plus 150/5cm (606s255x, lot: 31197129).

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. (B)(6). One photo accompanying the complaint file shows the detached stent without damages and was noted to be completely flared. The rest of the delivery system is not observed in the photo and no further damages could be noted. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8337180. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a stent being prematurely released was confirmed based on the detached condition of the stent. However, the issue regarding resistance cannot be evaluated based on pictures, a functional analysis needs to be performed. This investigation was performed based only on the photo provided. According to the information received the device was discarded and is not available for evaluation. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The instructions for use (IFU) contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.